Event description:
It was reported that the ¿cutting tip from blade sheared off from blade whilst in use.¿ no patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).